Event description:
It was reported that the 3.0 x 12 mm xience xpedition stent was implanted in the mid left anterior descending artery (lad). The patient developed a face and neck rash with swelling twenty-four hours after having the xpedition stent implanted. Treatment was given via a steroid and benadryl. The symptoms appears to subside with medication. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of hypersensitivity (allergic reaction) is listed in the xience xpedition instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information.